Event description:
It was reported that the customer experienced ongoing decreased blood glucose (bg) values displayed as "low"; however, specific value was not provided. Cause was not known. Reportedly, on (B)(6) 2026 the customer lost consciousness and their spouse called emergency medical services. Ems provided the customer was treated with d25 and d50 to address the bg and transported the customer to the emergency room (ER). The customer was only monitored in the ER and did not receive any medical treatment or intervention. They were discharged later that same day ((B)(6) 2026) with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The logs were reviewed and based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The cause of the low bg could not be determined based on the review conducted.